Manufacturer narrative:
The customer reported that during the use of the likorail 242 the strap lowered rapidly, the sling bar hit the caregiver's mouth and the caregiver sustained a broken upper incisor tooth and jaw pain. Hillrom made several attempts to gather further information and medical intervention for the broken tooth was not reported. Hillrom technician inspected the affected device and noted there that the strap was worn and showed signs of having been folded. Given the circumstances of this event the most probably cause is that the strap had not been kept stretched when being winded into the motor. This can cause the strap to fold itself inside the drum, causing small but rapid drops when unwinded from the drum. The instructions for use for the likorall (7en120115 rev. 11) state: inspection and maintenance for trouble-free use, certain details should be checked each day the lift is used inspect the lift and check to make sure that there is no external damage. Check the sling bar attachment. Check the lift strap for wear and to ensure the strap is not twisted. Warning: ensure that the lift strap is kept straight and stretched when it runs in and out of the lift motor. The likoralltm overhead lift is equipped with a sfs (single fault safety) safety drum. This patented safety design provides protection against uncontrolled lowering. The lift strap has a tenfold safety. The strap was replaced due to it being worn and the device functioned as designed. Since the caregiver sustained a broken upper incisor tooth, hillrom considers this to be a serious injury.

Event description:
Hillrom received a report stating that during a lowering of a patient on the liftstrap made a rapid movement which caused to the slingbar to turn quickly and hit the caregiver's mouth. The caregiver received a fracture in the tooth. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).